Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs during an endobronchial ultrasound on (B)(6) 2023. During the procedure, the jaw of the forceps was unable to close. The jaw was likely overstretched after nine biopsies were taken. There was no excessive force applied or acute bend to scope. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
D4, h4: the complainant could not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. H6: imdrf device code a051104 captures the reportable event of jaws failed to close.